Event description:
The customer reported that the device failed the opcheck test displaying a general system ops check failure message. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).